Manufacturer narrative:
The company rep examined the system but could not duplicate the problem reported. The footswitch was replaced and sent for in-house eval. Preventive maintenance was performed. The system was then tested and met all product specs. A visual assessment of the returned footswitch revealed a nonconforming left heel switch. The footswitch was tested and it did not pass as the footswitch was nonconforming. Add'l testing was performed and it did not pass testing due to the fact that the "fs up" led would not turn off when the treadle was in the full up position. The footswitch was then disassembled, and a visual inspection revealed that the switch plate was nonconforming. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause was determined to be a nonconforming switch plate. An internal investigation was opened for a nonconforming switch plate associated with the footswitch. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).

Event description:
A surgical tech reported the footswitch stopped working during surgery. The system was switched out and the surgery was completed following a 45 minute delay. There was no pt harm reported.